Event description:
The customer reported that their site is experiencing a system wide communication loss on transmitters and hardwired systems.

Manufacturer narrative:
The customer reported that their site is experiencing a system wide communication loss on transmitters and hardwired systems. The customer also reported that their bedside monitors (bsm's) are rebooting by themselves. No harm or injury was reported.